Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient was told the battery was low and the device would start beeping.